Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a stenting procedure to treat a lesion in the circumflex artery with mild tortuosity, no calcification and 70% stenosed. A 3.0x15mm nc trek balloon dilatation catheter (bdc) balloon was advanced without any resistance noted and intended to be inflated; however, the balloon ruptured at 10 atmospheres. The sds was simply removed from the patient's anatomy. Reportedly, the device was soaked and air aspiration was performed prior to use in the anatomy. No other issues were noted. Adenosine therapy was administered for transient no re-flow. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.